Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 638bl28 implantable heart band - (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was in a slow atrial flutter, and the device would not mode switch. Multiple reprogramming changes were attempted, but the device still would not mode switch. The device mode was manually changed, and the device remains in use. No patient complications have been reported as a result of this event.